Event description:
Reporter alleged discrepant results between blood glucose monitoring device and hospital comparative reading. Reporter stated the reading was 400 mg/dl and hospital device read 160 mg/dl. Reporter indicated being treated at the hospital; however, type was not provided. Reporter stated using two devices at the time of the alleged event and was not sure which one was in use at the time as well as was unable to provide time between testing or method of testing performed. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.